Manufacturer narrative:
Patient information currently unavailable. A ge healthcare service representative performed a checkout of the equipment and was unable to confirm the reported complaint. Proactively the adjustable pressure limiting poppet valve was replaced and the unit was returned to service.

Event description:
The hospital reported that pressure was building a sustained pressure in the manual ventilation mode during a case. The bag was removed from the patient circuit to relieve the pressure. There was no report of patient injury.

Manufacturer narrative:
Added patient information.